Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had red indentations under the electrodes. The irritation was not open nor oozing. The patient's nurse applied lotion and placed a paper towel between the garment and the patient's skin. Follow-up indicated that the irritation had improved.